Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced two infusion set fell off. No further information was available.

Manufacturer narrative:
(B)(6). Initial and final MDR 1905676 - MDR 8021545-2024-01741- device 2 of 2.